Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report battery issues on the insulin pump customer reported that the insulin pump alarmed power error detected and muliple battery alarms. Customer reported that the insulin pump alarmed power loss alert while the customer was sleeping. Customer reported that he did not hear the alarm. Customer reported that when he woke up the pump was off. Customer's blood glucose reading was 145 mg/dl. No significant events leading to the alarm were observed. Product is not expected to return.